Event description:
It was reported that the first tube was inserted on (B)(6) with 8cc sterile water filled. Cuff leakage was discovered on (B)(6) so a new tube was replaced. No patient adverse affects after trach tube change completed. Photo and videos were submitted with the complaint. Customer reports that the lot number was possibly 4168121 or 4192837, but they are not certain.

Event description:
Additional information received via customer response email 30-jun-2022: two possible lot numbers provided.

Manufacturer narrative:
H10: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample and one picture was received for evaluation. Visual inspection found cuff damage in the sample therefore the cuff could not be inflated; the complaint was confirmed. No other analysis was performed. An internal CAPA was opened on january 5th, 2022, to address root cause investigation for inflation, leakage, and symmetrical issues. (Currently in investigation plan approval) b5: two possible lot numbers provided: lot number: 4192837. Manufacturing date: 08-oct-2021. Expiration date: 13-sept-2026. Lot number: 4168121. Manufacturing date: 08-sept-2021. Expiration date: 09-aug-2026. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).